Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site and confirmed that the system¿s host-pc became stuck. The fse found that the issue was due to software issues. The fse solved the issue by reinstalling the ghost software on the host-pc and performing all the related configurations. After reinstalling the ghost software and performed configurations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system got stuck. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.